Event description:
It was reported that stent damage occurred. A 2.25x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. During unpacking, the physician found that the body of the stent was deformed and was 'mildly arc'. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along the device¿s hypotube. The shaft polymer extrusion was kinked at various positions from 4 to 12mm distal to the bicomponent bond. This type of damage is consistent with excessive force being applied to the delivery system possibly during the advancement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. During unpacking, the physician found that the body of the stent was deformed and was 'mildly arc'. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.